Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety switch could not be placed in the "safe" position, a condition which creates the potential for unintended activation. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The safety button was stuck in fast mode due to corrosion inside the trigger area of the handpiece. The device was repaired and returned to the customer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.